Manufacturer narrative:
There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas for evaluation. The keypad was found to be intact. The up and down arrow keypad buttons were intermittently responsive during testing. During investigation, evidence of keypad adhesive was found under all key contacts. The up and down arrow buttons were observed to be misaligned.

Event description:
It was reported that the up and down arrow buttons were not responding with every button press. The patient denied peeling or damage to the keypad but she noted that the keypad feels soft. She stated that the issue was intermittent. The patient assured customer support that she monitors all button presses and said that delivery has been correct. The complaint is being reported because unresponsive buttons have been known on occasion to contribute to a patient event.